Event description:
It was reported that on attempting to use the celt acd device to close a 6f arterial puncture, the customer thought that the distal wing was open but when attempting to withdraw to the arteriotomy the device slipped out of the patient. It was noted that the distal wings did not open. Manual compression was used to achieve hemostasis and the patient was discharged on time without incident. No device was left in the patient.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files was not possible as lot number was not provided. The device is being returned to vasorum ltd returned for analysis. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the initial report being submitted by vasorum.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned to vasorum ltd for analysis. No issues with the device were identified. A search of the complaint's files found one other report (MDR 3009984513-2021-00013) with the involved lot number. There was no evidence to suggest the two events were related. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA..

Event description:
It was reported that on attempting to use the celt acd device to close a 6f arterial puncture, the customer thought that the distal wing was open but when attempting to withdraw to the arteriotomy the device slipped out of the patient. It was noted that the distal wings did not open. Manual compression was used to achieve hemostasis and the patient was discharged on time without incident. No device was left in the patient.